Manufacturer narrative:
The actual device reported involved with this event was not returned for evaluation. A sample device from the same lot as the reported device involved with this event was returned for evaluation. The sample device functioned as intended and the reported failure was not confirmed. Actual device involved in this event was not available for evaluation.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device unavailable for return, unused samples available.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.